Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8110 syringe recalls 2016- 06/11/2018 13:35:59 anese clemons (aclemons) recall point of contact ed rochon/biomed/484-337-3811/rochone@mlhs.org this unit is impacted by the ro66 watchdog and r069 syringe split nut two recalls 06/22/2018 15:28:41 diane h nguyen (dhnguyen) missed - est - rcl to mjr. 06/28/2018 11:15:09 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per diane nguyen, service tech. Repair approved by ed rochon at rochone@mlhs.org for $579. New po# is 1810027129. Npi 07/03/2018 16:14:41 diane h nguyen (dhnguyen) syringe split nut 2 recall completed, and software recall completed. Replaced front case, rear case, handle, barrel clamp, split nuts, tube drivearm, and iui connectors. Performed pm, and calibration. 07/05/2018 07:45:53 arjie ancheta (aranchet) 1z9791540272141099 10/24/2019 11:22:56 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.